Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer stated they cleared the alarm and replaced the battery, but the alarm persisted. The customer's blood glucose was 106 mg/dl. The customer stated the insulin pump was not stored or not in use for an extended period of time. The customer will not be returning the insulin pump for analysis.